Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast swelling, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with swelling of the left breast and left breast implant rupture. An ultrasound also confirmed it. As a result, the patient underwent breast implants removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the implant that ruptured was a 500cc mentor memorygel breast implant (catalog: 3505001bc lot: 6661466 sn: (B)(6). The device has been destroyed and discarded. An analysis of the suspect medical device's photo has been completed: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the replacement devices were the following: (left) 580cc mentor memorygel breast implant catalog: smhx580 lot: 9698841 sn: (B)(6) and (right) 580cc mentor memorygel breast implant catalog: smhx580 lot: 9698841 sn: (B)(6).

Manufacturer narrative:
On may 2, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022. Mentor also became aware that the patient's implants were replaced with 580cc mentor high profile xtra smooth gel implants.